Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged in the drive support cap. The customer's blood glucose level was 279 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip. The drive support disk was inspected and no anomaly noted.